Event description:
During implant procedure, after connecting the leads to the device, the device was not pacing. The device was reprogrammed and successfully implanted to resolve this event. The patient was stable.